Manufacturer narrative:
Event: (B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-2218-50e serial #: (B)(4), description: trial linear st lead, 50cm model #: sc-3400-30 lot #: 19480486 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing intense pain at the pocket site. The physician assessed that the patient had a non-device related infection and chose to explant the entire system. The patient was administered antibiotics post-operatively.

Manufacturer narrative:
As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform device analyses. However, review of the complaint report, device history, and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing intense pain at the pocket site. The physician assessed that the patient had a non-device related infection and chose to explant the entire system. The patient was administered antibiotics post-operatively.